Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain one of peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records for an fc-fill complication encountered alarm that the patient had received during treatment. It was noted that during drain one, the patient had drained 4373 ml which is 219% the patient¿s fill volume of 1999 ml. There was no patient injury or medical intervention associated with the event. The patient completed therapy using manual supplies following the iipv event. The patient has been able to continue using the cycler for peritoneal dialysis therapy without complications. Additional information was requested but is unavailable.